Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the battery was not charging, tried 3 different batteries. Suspect faulty power board. No patient involvement was noted.

Event description:
Battery- 09/02/2020 04:06:56 rfc_repairs (rfc_repairs) po for (B)(6) . Battery not charging, tried 3 different batteries. Suspect faulty power board. No patient involvement was noted.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted component u21 on the power supply board replaced due to failed battery condition test. As found software version 9.33.1.2, as left software version 9.33.1.2. Front case replaced due to 3rd party part installed. A review of the device history record for sn (B)(6) was performed from date of manufacture 12/03/2014 to present date 01/13/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the power supply board - component failure (failed battery condition). The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
Investigation has not been completed. We will follow up again with full results.

Event description:
It was reported that the battery was not charging, tried 3 different batteries. Suspect faulty power board. No patient involvement was noted.

Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the battery was not charging, tried 3 different batteries. Suspect faulty power board. No patient involvement was noted.